Event description:
Circumcision performed with plastibell on (B)(6) 2015. Baby unable to void following procedure. Required suprapubic tap and transfer to a pediatric hospital for care under pediatric urologist. Baby required surgically placed bladder drain.